Manufacturer narrative:
Results: is based upon evaluation of user facility information; is based upon evaluation of returned samples. The decision to submit a single report for the reported multiple occurrences was based on a previous review of a similar complaint with MDR assistance personnel and FDA regulatory affairs personnel on 02/05/1998. Follow up communication with the user facility confirmed that the change out during the 1st occurrence was made after 12 hours of continued use. Additionally, all 3 devices were used for a duration beyond the 6 hr. Recommended use. The involved devices were returned for evaluation. The oxygenators from the 2nd and 3rd incident were confirmed to be from lot # fa17. The returned samples were decontaminated, visually examined and extensive leak testing was conducted at various pressures for more than 6 total hours. The units functioned properly and no abnormalities were noted during testing. A review of the complaint files confirmed that these lots have not been reported previously. The device labeling does address the potential for such an occurence with specific warnings in the instructions-for-use that state a phenomenon called wet lung may occur when water condensation occurs inside fibers of membrane oxygenators with blood flowing exterior to the fibers, when oxygenators are used for a longer period of time. Additionally, the IFU states that the capiox sx is intended to be used during open heart surgical procedures requiring cardiopulmonary bypass for periods up to 6 hours. All available information has been placed on file for use in quality assurance tracking, trending and follow up.

Event description:
The user facility reported 3 occurrences whereby, poor gas transfer and plasma leakage was experienced during a bypass procedure. During the first occurrence, the perfusionist continuously increased gas flow to compensate for the decreased gas transfer before deciding to change out the unit, resulting in blood loss of approx 350-cc. The 2nd and 3rd occurrences were in 2007 respectively. Add'l event specific info was not available for these occurrences.